Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC line appears to be leaking at the hub. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The device was removed, and there were no additional procedures reported.